Event description:
It was reported that resistance was encountered during deployment of a vena cava filter, and the filter arms did not fully expand. A snare device was used to retrieve the filter and another filter was implanted without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.